Manufacturer narrative:
The sample was collected in a serum sample tube and centrifuged at 3062 rpm for 10 minutes. All patient samples are loaded through the closed tube aliquotter (cta). . Per the customer, qc had been performing within the customers established ranges prior to the event. On the day of the event, level 1 qc results were out of range. System check data supplied from (B)(6) 2011, passed within instrument specifications. Service has not been dispatched for this event to date. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results above the normal reference range for two (2) patient's samples that were generated by the unicel dxc 600i access immunoassay system. Repeat analysis of the samples on the same instrument and a different method produced a lower result within the normal reference range that fit the clinical picture of the patients. The results provided by the customer are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.